Manufacturer narrative:
Date of event in b3 is estimated.

Event description:
According to the complaint, the abl90 flex analyzer (serial number: (B)(6) had a failed solution pack (sp) loading. This meant that the blood gas analysis could not be reported.

Manufacturer narrative:
Radiometer has requested datalogs to be provided for investigations. But this was not provided. Due to lack of details and data, radiometer is unable to determine exact root cause. Hence the root cause is unknown.